Event description:
Litigation alleges that the patient experienced pain on account of her asr left hip implant. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
Update rec'd 12/16/2014- medical records received. Dor updated. Patient was revised to address heavy metal toxicity. Upon revision, grayish-blood tinged synovial fluid, grayish-metal stained tissues, 25% bone ingrowth on the acetabular cup, and osteolysis were noted. The femur was fractured when removing the stem. The stem and sleeve are being added to the complaint.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The investigation is still considered closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.